Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure laying outside of the right fallopian within the hemipelvis indicating device migration, device lying outside the fallopian tube on the epiploic fat and adhered to right pelvic sidewall") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results: on (B)(6) 2015, (hysterosalpingogram) confirming occlusion of left fallopian tube, but further showed that the right essure coil lay outside of the right fallopian within the hemipelvis, indicating device migration. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure laying outside of the right fallopian within the hemipelvis indicating device migration, device lying outside the fallopian tube on the epiploic fat and adhered to right pelvic sidewall/migration of essure device location of device: outside ri") in a 45-year-old female patient who had essure (batch no. 873753) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: occlusion of left fallopian tube on (B)(6) 2015, (hysterosalpingogram) confirming occlusion of left fallopian tube, but further showed that the right essure coil lay outside of the right fallopian within the hemipelvis, indicating device migration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Event term updated. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation") and device dislocation ("essure laying outside of the right fallopian within the hemipelvis indicating device migration, device lying outside the fallopian tube on the epiploic fat and adhered to right pelvic sidewall/migration of essure device location of device: outside ri") in a 45-year-old female patient who had essure (batch no. A73753) inserted for female sterilisation. The patient's past medical history included prediabetes, high cholesterol, anxiety and depression. Previously administered products included for an unreported indication: depo-provera from 2004 to 17-jun-2015. Concurrent conditions included loose stools and hypercholesterolemia. Concomitant products included diclofenac sodium (veltex), paroxetine (paroxetin) and paroxetine hydrochloride (paxil). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and essure removal) and surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: there were 5 turns of the coil visible at the ostia. The left coil was inserted. There were 0 coils remaining at the time of this procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. On (B)(6) 2015, (hysterosalpingogram) confirming occlusion of left fallopian tube, but further showed that the right essure coil lay outside of the right fallopian within the hemipelvis, indicating device migration.the left essure device lies within the proximal left fallopian tube in good position. The right device did not appear to be in the tube and looks to be in the abdominal cavity. Concerning the injuries reported in this case, the following one were reported via medical records confirming events perforation. Batch number 873753 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation") and device dislocation ("essure laying outside of the right fallopian within the hemipelvis indicating device migration, device lying outside the fallopian tube on the epiploic fat and adhered to right pelvic sidewall/migration of essure device location of device: outside ri") in a 45-year-old female patient who had essure (batch no. 873753, a73753) inserted for female sterilisation. The patient's past medical history included prediabetes, high cholesterol, anxiety and depression. Concurrent conditions included loose stools and hypercholesterolemia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: there were 5 turns of the coil visible at the ostia. The left coil was inserted. There were 0 coils remaining at the time of this procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. On (B)(6) 2015, (hysterosalpingogram) confirming occlusion of left fallopian tube, but further showed that the right essure coil lay outside of the right fallopian within the hemipelvis, indicating device migration. The left essure device lies within the proximal left fallopian tube in good position. The right device did not appear to be in the tube and looks to be in the abdominal cavity. Concerning the injuries reported in this case, the following one were reported via medical records confirming events perforation. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received - new event "essure perforation" were added. Lot number was added. New reporter were added. Case updated as medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.